Event description:
Per the clinic, the patient experienced infection (specific date not reported) and subsequently the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 10 days (specific date not reported).